Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Visual examination of the provided picture found the tip of the drill has fractured off. The device was not returned for further evaluation. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. Review of the instructions for use determined that the reported event is a known inherent risk associated with the use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial surgery, the surgeon was using the pfj instruments and he went to make the peg holes in the femoral peg drill guide and the drill bit snapped in two pieces, with part of it in the patient. He got the broken piece out of the hole and the procedure continued with another drill piece. The surgical technique was utilized. There was a 5 minute delay. Attempts have been made and no further information has been provided.